Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's device was off. The patient stated they had multiple tests/EKG in past week, that may have turned off the deep brain stimulation (dbs). They were not aware both devices were off. Both devices were checked to be turned on after iud implanted.